Event description:
ECMO tech to flush ECMO circuit pigtail. Upon attaching syringe, tech noticed air bolus sucking into tubing. Tech clamped pigtail and removed air with different syringe. Upon further examination of syringe, the stopper was noted to be out of place. No air reached the patient, no harm was done.what was the original intended procedure?flush of tubing.